Event description:
The following was reported to gore: on an unknown date in 2019, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. A trunk ipsilateral leg endoprosthesis was implanted to the left common iliac artery and a contralateral leg endoprosthesis was implanted in the right common iliac artery. On (B)(6) 2025, a reintervention was performed. An angiography revealed a distal type I endoleak from the right leg. A contralateral leg endoprosthesis was implanted to extend the right leg (the initial implanted contralateral leg endoprosthesis). The angiography didn¿t reveal an obvious proximal type I endoleak, but a gore® excluder® conformable aaa endoprosthesis (aorta extender endoprosthesis) was implanted proximally preventively. A bird beak from the distal end of the left leg (initial implanted ipsilateral leg of trunk ipsilateral leg endoprosthesis) was observed, therefore a contralateral leg was implanted to extend the left leg. An angiography revealed no endoleak and the procedure was concluded. The patient tolerated the procedure.

Manufacturer narrative:
B3: the actual event date is unknown, therefore 17-apr-2025 is used as the event date. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. H6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Emdr section h6, e2121 and d12 are removed and e2403 is added to reflect results of investigation.